Event description:
In fall of 1998, the patient reportedly began to experience facial nerve stimulation, tinnitus and vertigo. Programming adjustments wree made, however, higher stimulation level was desired by the patient. X-ray was recommended to confirm proper device placement. In 1998, the surgeon reported that patient's vertigo, tinnitus and facial nerve stimulation had not improved. In 1999, it was reported that the patient continued to attend aural rehabilitation classes. Patient declined prescribed medication therapy to relieve their other reported symptoms. In 2000, the decision was made to explant the device.